Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple alarms (alarm 29- motor cart range low and alarm 31- motor vent stall) during the load sequence. Customer's blood glucose level was 110 mg/dl. Reportedly, the customer had syringes and insulin as alternate insulin therapy.